Event description:
Removal of endosseous dental implant. Three implants were placed in class iii bone on 11/13/96 during a complex procedure. Clinician reports that there was a lack of buccal-lingual width of bone in the area. The implant in site #11 was removed on 4/8/97. The pt was in slight discomfort at that time. Clinician reports that failure may be due to pt's history of smoking and poor bone density in the area.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.